Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Receiver was charged and only booted up when attached to charger. Functional testing was unable to be performed. A review of the data log found firmware errors. The receiver case was opened for further evaluation. A visual interior inspection was performed and a damaged battery ic chip. The reported event that the receiver ceased to function was confirmed. The root cause was determined to be a damaged battery.

Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, the receiver ceased to function. No additional event or patient information is available. No product or data was provided for evaluation. The complaint confirmation of the receiver ceased to function could not be determined. A root cause could not be determined.